Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon " images were too dark" could not be identified with the information received. The event can be prevented by following the instructions for use which state: [6.1 replacement of the examination (xenon) lamp] "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed as a result of the failure. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem.

Event description:
The customer reported to olympus that the visera 4k uhd xenon light source image was too dark. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was delayed about 5 minutes while another light source was brought into the room. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus representative troubleshooted the issue by reseating the cables and changing the bulb because it was at 500 hours. Tac advised the representative to press the manual button to adjust brightness and brightness was able to be adjusted. The representative planned to compare two light sources. The representative later reported the device was sent for repair. The device was returned to olympus for evaluation and the customer's allegation was not confirmed and was unable to be duplicated. Evaluation did find a bad scope socket that would not engage high intensity and a non-olympus lamp had 0 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.